Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a sprinter legend balloon catheter to treat a mildly calcified, mildly tortuous lesion exhibiting 80% stenosis in the mid lad. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues. No issues were noted when removing the protective sheath or the packaging stylette from the device. Negative prep was performed with no issues. It was noted during the inflation of the device that the inflation/expansion was slower than normal. During the procedure balloon deflation difficulties were encountered. The balloon would not deflate at the lesion site. The device was not moved or re-positioned prior to the deflation difficulties. Deflation difficulties were noted after the first inflation. The physician used two indeflators simultaneously with only minor effect. Balloon was removed with a lot of resistance and visible remaining contrast in the balloon. A 50/50 concentration of contrast/saline was used. It is reported that 4 hours after inflation the balloon was still inflated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No intervention required to remove the device from the patient. There is no patient injury.

Manufacturer narrative:
The device was returned for analysis. Balloon was returned partially inflated with traces of residue present inside. The balloon bond was stretched. Stretching was evident to the transition tubing proximal to the guidewire entry port. The inner shaft was kinked approx. 0.4cm proximal to the distal tip. A 0.015 inch mandrel could not be loaded through the inner shaft due to the presence of the kink site. Upon pressurisation of the device the device failed to inflate or deflate fully. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.